Event description:
It was reported that the bur was broken inside the attachment. This was discovered during a routine service visit. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated and the event as reported could not be duplicated. The investigation is ongoing. This report will be updated when the investigation is complete.